Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic due to an implantable cardiac monitor issue. Upon interrogation, the device exhibited under-sensing intermittently likely due to loss of contact with patient's tissue. The physician elected to monitor the situation. The patient was in stable condition.